Manufacturer narrative:
Sections with additional information as of 09-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaking and sweating. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). Customer stated she just purchased the true metrix air meter on day of call ((B)(6) 2021). At the time of the call the customer stated she was shaking and sweating; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/29/2022 and open vial date is (B)(6) 2021. During the call, a blood test was performed by the customer fasting and produced test result of 109 mg/dl using true metrix air meter; customer was satisfied with the result obtained.